Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported the system had images that were flickering and distorted. Then the system would not boot. There is no report of death or serious injury associated with the event.